Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with mild tortuosity and moderate calcification that was 90% stenosed. An edge dissection occurred after a 3.5 x 48 mm xience xpedition drug eluting stent (des) was implanted. It was reported that the xience xpedition des was deployed at 11 atmospheres. Another xience des was used to cover the dissection. No additional information was provided.